Manufacturer narrative:
(B)(4). Reported event was confirmed as visual inspection of the returned device found it to exhibit signs of repeated use / discoloration and the tip of component is fractured off. The fractured tip was not returned. Further fracture analysis of returned device states that optical images of the device fracture show river line artifacts suggesting a bending overload mode of failure. Device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that a product was discovered to be fractured prior to entering the operating room. The procedure still took place, but the forceps were not used. The surgeon used another way to impact. There was no patient impact or injury. Attempts have been made and there is no further information at this time.

Manufacturer narrative:
(B)(4). G2:france. H3: customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. H3 other text : not returned.